Manufacturer narrative:
The customer has declined add'l applications training and a medrad system service check of the injector.

Event description:
We received the following info from a combination of two reports (one from a third party and one from the site): a pt with an admitting diagnosis of active tuberculosis inflammation underwent a CT scan of the body with intravenous contrast. The pt complained of burning during the injection. An undetermined amount of contrast had reportedly extravasated in the pt's right upper limb. Post-procedure, ice and gentamicine/betamethasone cream were applied to the affected area. The pt is reportedly doing fine.